Event description:
Patient reported aligners causing discomfort and severe bleeding. They are concerned with the aligner treatment leading to gum disease. They also reported that they recently seen their dentist for cleaning and were informed their gums were in bad shape. Requested diagnostic findings from dentist and requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.